Event description:
Medtronic received info that during a mitral valve repair procedure, a 27mm ats semi-rigid ring was successfully implanted using u-clips. Post-op, it was noted the pt had developed a new murmur and an echocardiogram revealed dehiscence of the anterior section of the ring at the aorto-mitral junction. The u-clips were suspect. The pt was brought back into the operating room, and the 27mm ring was replaced with a size 31mm valve. The pt fully recovered from the procedure. The 27mm semi-rigid ring and u-clips were returned for analysis.

Manufacturer narrative:
Eval results: device has been returned, but analysis has not yet begun. Conclusion: at this time, the cause of event cannot be determined. Analysis: several u-clips and the semi-rigid annuloplasty ring were returned for analysis. At the time of this report, analysis was not yet complete. The lot number was requested, but unable to be obtained. Therefore, a device history review could not be performed. Conclusion: based on the info provided, the exact cause of the event cannot be determined. A review of the instructions for use indicates this device is indicated to be used with flexible prosthetic material. The material used in the procedure was a semi-rigid annuloplasty ring. A medtronic product manager visited the account and reviewed the indicated use with the physician.